Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a rebel with stent. The balloon was tightly folded. There was contrast in the inflation lumen. The stent was bent, flared, and overlapping. There was tip damage. There were hypotube kinks 13.5cm and 86.5cm from the hub. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 21-sep-2016. It was reported that crossing difficulties were encountered. The patient presented with coronary artery disease. Vascular access was obtained via the radial artery. The 16mm in length, 2.75mm in diameter, de novo target lesion was located in the left anterior descending artery. A 16x2.75 rebel stent was advanced but failed to cross the lesion. The procedure was completed with 3x16 rebel stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.